Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and was found to have grip input disk 6 completely detached. The instrument was found to have hairline cracks on input shafts 6 and 7. Other backend components adjacent to the broken inputs show damage which may indicate potential improper reprocessing. Bearing corrosion was observed. The pitch and grip input disk bearings had oxidation, characterized by orange discoloration. Corrosion developed along multiple components on the bearings. Due to the returned condition of the instrument, functional tests were unable to be performed. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not fire the clip after it had been working as intended. After sending the instrument to the sterile processing department (spd), one of the input disks was observed to be broken. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported.